Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose level was 218 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.